Event description:
It was reported to a co rep during a trade show that the bag component of the device broke during the user's quality assurance testing program. Had no intent to use this unit for a blood product intended for a pt. No pt was involved.